Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 12/09/2019. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The heater wire was observed to be slightly flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicone insulation on both the hot and cold jaw was observed to be cracked and whitish in areas along the entire length of both jaws. No other visual defects were observed. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with no observed failure. There was no smoking observed. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. Based on the results of the evaluation, the reported failure ¿device remains activated¿ was unable to be confirmed, but the analyzed failure modes "material twisted /bent; wire", and "thermal decomposition of device" were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they had completed dissection and had put the cannula onto the endoscope and the hp device into the cannula. They attached the ext cable, then put the whole device into the patient's leg to begin cutting and sealing branches. They then smelled something funny a few seconds later. They looked onto the screen and saw the jaws, which were out of the cannula and they were bright orange. They pulled the cannula out of the leg and tried to move the toggle switch back and forth to shut off the power. It didn't work and they asked the nurse off the field to unplug the device. They noticed a burned area on the inside of the patient's leg, but no external burns were noted and the vein was not burned. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they had completed dissection and had put the cannula onto the endoscope and the hp device into the cannula. They attached the ext cable, then put the whole device into the patient's leg to begin cutting and sealing branches. They then smelled something funny a few seconds later. They looked onto the screen and saw the jaws, which were out of the cannula and they were bright orange. They pulled the cannula out of the leg and tried to move the toggle switch back and forth to shut off the power. It didn't work and they asked the nurse off the field to unplug the device. They noticed a burned area on the inside of the patient's leg, but no external burns were noted and the vein was not burned. A replacement device was used to complete the procedure.